Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint was an unidentified display failure; the screen was observed to have a reddish tint.

Event description:
The pt reported that insulin dispensed from the pump during the load cartridge step. She stated that the pump produced loss of prime warnings five times in one evening. The pt said that she replaced the cartridge with one from a different box. She attempted to complete the rewind and load cartridge steps. During the load cartridge step, the pump pushed the insulin out of the cartridge. She confirmed that she was disconnected from the pump during the event.